Manufacturer narrative:
(B)(4). On behalf of the importer arjohuntleigh inc (ahus). Additional info will be provided upon conclusion of the MFR's investigation.

Event description:
It was reported by the arjohuntleigh representative: "there were two caregivers performing transfer, they were transferring the resident from his wheel chari to his bed. They were in the process of lowering the resident to the bed when they heard loud noise and right front castor came off lift and hit the wall. The resident was approximately 3 inches from the bed. When castor came off lift the resident was dropped/lowered to bed, hanger bar hit resident in lip causing bloody lip and lift arm hit caregiver in the head and push handle hit her in the back. They unhooked resident and quarantined lift".